Event description:
Additional information was received from the patient. The patient reported that she contacted her healthcare provider and met with a manufacturing representative (rep). The patient stated that the rep reset her site to a stronger setting. The patient noted that it helped a lot and that she was not having as much trouble with leaking. The patient stated that when she got to mexico she had a problem. The patient called into the manufacturer and stated it was very helpful. The patient stated that she was reviewed on using on/off and enter tabs that she did not know before. The patient stated that it was the most information that she needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that their implant was not working and they were not getting any results. No patient outcome was reported. Patient was going to consult with their doctor. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that after the replacement the patient spoke to the rep and told her that she increased something but wasn¿t sure what she increased. The patient reported that she just started exercising again on (B)(6) 2016 and wanted to switch programs, but couldn¿t increase the setting on (B)(6) 2016. The patient also reported that the patient programmer kept going to splash screen. Patient reported that they were not aware that the stimulation was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.